Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact on the customer's blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). Technical support assisted the customer by providing information on how to reset the pump successfully, after which the malfunction did not recur. The customer was advised to continue using the pump and instructed to contact technical support if the issue reappeared, with the customer acknowledging and understanding the instructions.